Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra meter displayed an unknown "error" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began over a month prior to contacting lfs. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine; however, stated she exercised. After the alleged issue, the reporter claims the patient felt symptoms of headache, flushed, sweaty and frequent urination. The reporter did not specify any treatment at that time. On (B)(6) 2012, the patient visited her physician¿s office and obtained a "high" blood glucose result on the physician's meter. It was reported the physician made changes to the patient's medications. At the time of troubleshooting, the cca was not able to walk the reporter through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.